Event description:
Consumer called to report inconsistent readings with her plink meter. Analysis run on clark error grid using mean average readings (57) as rererence points vs. Bd readings (31, 82) yielded some data points in the d range of the grid, outside acceptable limits.